Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD, implanted (B)(6) 2015; 429888 lead, implanted (B)(6) 2015.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing shortness of breath. It was noted that the threshold for the right atrial (ra) lead had increased in the last couple of days. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.